Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately high. The complaint was classified based on the initial information provided to the customer care advocate (cca). The patient said that he has been obtaining higher readings on his meter than usual without changing his diet. He said he took additional insulin per his sliding scale regimen on the evening of a week earlier. He did not provide the elevated reading he obtained before taking insulin at that time; however, he said he received another reading of 430 mg/dl the day prior to original date that he thought was also too high. After taking additional insulin the same day, he said, he felt "blurry", his wife was concerned and she called mes. The wife tested the patient with the lfs product and received a reading of 150 mg/dl. The emt's arrived and tested the patient's with their meter and said the result was low; however, the patient did not know the specific result the emt's obtained. The patient said he was given orange juice to drink and after a while felt better. He said he refused to be taken to the hospital. The cca was unable to walk the patient through quality control testing because the patient did not have control solution. The patient's products were replaced. This complaint is reported because, the patient alleges that he took insulin based on an inaccurately high reading on the lfs product. Afterward, while the patient had symptoms, a reading of 150 mg/dl was obtained on the lfs product compared to a "low" reading on an ems device and the patient was treated with orange juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.